Manufacturer narrative:
The pump was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the pump met all requirements for release. The most probable root cause of the reported high power event can be attributed to thrombus formation within the device; however, there are patient, procedural and pharmacological factors including the patient's ongoing heart failure, infections and the complexities of his medical management. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Hemolysis may be due to non-device related causes or shearing within the pump. Thrombus and hemolysis are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) to avoid thrombus formation while the system is implanted. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported that the patient had significant intermittent hemolysis for 6 months. Additionally, patient also experienced "some gastrointestinal bleeding and had been on reduced or no anticoagulation for some time". The patient was taken to the operating room on (B)(6) 2013 for a pump exchange. It was reported that "found some pannus around inflow area" and the pump was replaced and an end to end anastomosis was performed to the existing outflow graft. The pump was not returned to the manufacturer for evaluation.